Manufacturer narrative:
This is an initial report. On (B)(6) 2012, a surgical procedure was being performed with the leica m525 f20 arm almost completely extended in working position. The physician asked to move the scope a little closer to the table, and while it was moving, the leica m525 f20 began to tip towards the pt. The staff members were able to catch the stand prior to it falling, but it did disrupt the case. Once the staff were situated again, the scope was in place, with the arm less extended and closer to the table, the case did continue. There was no injury to the pt or staff. Since this incident on friday, the staff are now keeping the scope closer to the table, with the arm less extended. Further investigation is still being conducted by the MFR. Once results or new info are obtained, a f/u/final form 3500a will be submitted.

Event description:
On (B)(6) 2012, leica microsystems received a complaint stating that during surgery, the nurse moved the leica m525 f20 microscope (with the f20 arm almost completely extended in working position) and began to tip towards the pt. The staff members were able to catch the stand prior to it falling, but it did disrupt the case. No pt or user was injured.